Manufacturer narrative:
Investigation is in process. A supplemental report will be filed when more info is available.

Event description:
Info received indicates the pump automatically changed flow rate during the run. The pt seemed to not be affected.